Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedance readings on all contacts. The lead was explanted and replaced thereby restoring effective therapy.

Manufacturer narrative:
The reported high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.